Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;160010,,SI,2015,Valiant,VAMF3030C100TU; VAMC3232C150TU; VAMC3636C150TU,C76126;164546,,SI,2014,Valiant,VAMF4040C150TU,C76126;178851,,SI,2014,Valiant,VAMF4242C150TU,C76126;179240,,SI,2014,Valiant,VAMC3232C150TU; VAMF3232C200TU,C76126;183567,,SI,2014,Valiant,VAMC4036C150TU; VAMC3632C150TU,C76126;183872,,SI,2014,Valiant,VAMF3030C150TU,C76126;185773,,SI,2014,Valiant,VAMF4040C200TU; VAMF4040C200TU,C76126;192950,,SI,2014,Valiant,VAMF3434C200TU; VAMF3838C150TU,C76126;199878,,SI,2015,Valiant,VAMF3434C150TU; VAMF3632C150TU,C76126;199908,,SI,2014,Valiant,VAMC2424C150TU; VAMF4242C200TU,C76126;206875,,SI,2014,Valiant,VAMF3636C200TU; VAMF3636C100TU; VAMC3636C200TU,C76126;207012,,SI,2014,Valiant,VAMF4040C200TU; VAMC4040C150TU,C76126;217352,,SI,2015,Valiant,VAMF3636C200TU; VAMF3232C150TU; VAMF3636C150TU,C76126;220921,,SI,2014,Valiant,VAMF2828C150TU,C76126;223045,,SI,2015,Valiant,VAMC3232C150TU; VAMF2626C150TU,C76126;234260,,SI,2014,Valiant,VAMF3030C150TU; VAMC2828C150TU,C76126;234986,,SI,2014,Valiant,VAMC2828C150TU,C76126;235771,,SI,2015,Valiant,VAMF3232C200TU,C76126;237714,,SI,2015,Valiant,VAMF4646C200TU; VAMC4642C150TU; VAMC4440C150TU,C76126;240646,,SI,2013,Valiant,VAMF4646C200TU,C76126;254843,,SI,2015,Valiant,VAMF3030C150TU; VAMF3228C150TU; VAMF3026C150TU,C76126;265215,,SI,2015,Valiant,VAMF3636C150TU; VAMC3838C150TU,C76126;270718,,SI,2015,Valiant,VAMC3434C150TU,C76126;286839,,SI,2016,Valiant,VAMF3434C200TU,C76126;287502,,SI,2016,Valiant,VAMF3030C200TU; VAMC3026C150TU,C76126;288800,,SI,2015,Valiant,VAMF3838C200TU,C76126;290992,,SI,2016,Valiant,VAMF3838C200TU; VAMC3838C150TU; VAMC3838C150TU,C76126;298816,,SI,2016,Valiant,VAMF3636C150TU; VAMC3632C150TU; VAMC3228C150TU,C76126;301328,,SI,2016,Valiant,VAMF3232C200TU; VAMC3434C150TU,C76126;305597,,SI,2016,Valiant,VAMF3434C150TU,C76126;315141,,SI,2016,Valiant,VAMF4646C200TU; VAMC4646C200TU; VAMF4646C200TU,C76126;315264,,SI,2016,Valiant,VAMF3636C150TU; VAMF3636C150TU,C76126;316542,,SI,2016,Valiant,VAMC2626C150TU,C76126;319051,,SI,2016,Valiant,VAMC4642C150TU; VAMC4242C200TU; VAMC4238C150TU,C76126;321015,,SI,2016,Valiant,VAMF3636C200TU; VAMF3636C200TU,C76126;323395,,SI,2016,Valiant,VAMF2828C150TU; VAMF3030C200TU,C76126;328207,,SI,2016,Valiant,VAMC3434C200TU; VAMC3838C150TU; VAMC4040C150TU,C76126

Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF SERIOUS INJURY EVENTS BEING SUMMARIZED: 37.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (M2S) AND IS LIMITED AND DE-IDENTIFIED.